Event description:
While servicing the device, an authorized bench technician discovered that the device's display was miscolored. The device was reported as being in use at the time of the event on a patient, however, there was no adverse patient impact.